Manufacturer narrative:
(B)(4). (Additional information provided/updated): investigation/evaluation: the complaint product was not returned; however, during the course of the investigation, a review of the complaint history, documentation, specifications, and trends of the product was conducted. Per specification, this device is inspected 100% to ensure the integrity of the device. Per the provided IFU, it instructs that physicians should immediately discontinue use if breaks or fractures appear in the device and/or to not use if breaks, scratches, and cracks are present in the insulation of the device. Without the product or substantial evidence to contradict the complaint, it was considered confirmed based solely on statements describing the event. Based on the information provided, the root cause was unable to be determined or reported at this time. If the product becomes available for evaluation this complaint will be re-evaluated. We have notified the appropriate personnel and will continue to monitor for similar complaints. Per the risk assessment, (ra) no further action is required.

Event description:
During a transurethral prostrate resection procedure, the cook cutting loop separated, but was retrieved, using a basket during the case. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
During a transurethral prostrate resection procedure, the cook cutting loop did separate but was retrieved using a basket during the case. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.